Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of clip failed to release from catheter. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hemostatic resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2013. According to the complainant, the patient, who was already in the ICU, had a lesion in the esophagus that required hemostasis. One resolution clip was placed without issue. However, a second clip would not release from the delivery catheter after it locked onto the tissue. The physician cut the handle off the delivery catheter in an attempt release the clip; however, the device still did not release from the tissue. The procedure was aborted at this time, and an intervention to release the clip from the catheter was scheduled for the next day. In the meantime the clip and delivery catheter remained attached, and the catheter was taped to the side of the patient¿s face. At the end of the egd procedure, hemostasis had been achieved and the patient¿s condition was reported to be good. It was reported that during the night, the patient went into cardiac arrest. The patient had a do not resuscitate order and expired late (B)(6) 2013. According to the physician, the patient had several comorbidities, however, the cause of death is unknown. In the physician¿s assessment, the resolution clip was not associated with the patient¿s death. It is unknown if an autopsy was performed.